Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
Customer reported that a patient was undergoing placement of a fanelli biliary stent for an unspecified indication. The customer reports that the device was successfully placed within the patients' common bile duct. The physician states "I deployed the stent in accordance with manufactures instructions and the metal markers on the stent deployment system came off and are in the common bile duct." The physician expected to have a gastroenterologist performed an ercp to not only clear the duct but to retrieve the metal pieces. The physician subsequently reported that the metal seen after initial deployment of the device was gone at the time of the follow-up ercp and opines that the devices 'apparently passed.' There are no reports of any adverse patient consequences. The device is reportedly available for evaluation, however it has not been received by the manufacturer as of the date of this report.

Manufacturer narrative:
After further review of the record, it was determined this event was previously reported under MFR. Report: 1820334-2017-01271. Any additional information relevant to this event and all further investigation will be reported under that MFR. Report. MDR # 1820334-2017-01480 was determined to be a duplicate of MDR # 1820334-2017-01271.